Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. At this time it is unknown if the lens is being sent back thus, a proper device analysis could not be completed. Additionally, it was stated by the customer that there was nothing wrong with the device itself. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lenses that would have contributed to the nature of this complaint. Additionally, lenses are 100 % inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operation procedures and inspections and met all of the criteria for release. Sacratch issues are known to be caused by numerous factors including, but not limited to: loading strategy. Lens placement technique. Poor handling during folding and inserting. The IFU instructs surgeons to carefully assess the patient's condition intraoperatively to determine if any of there are any complications present that maybe contraindicated . This assessment should be used to define a risk/benefit ratio for the purpose of determining if implantation of a zeiss iol is appropriate. This safety information is provided to the user as a notification of residual risk. The deposits are likely gms from the cartridge. Gms (glycerol monostearate) - which is an organic molecule used as a lubricant in the lucia product. Gms is incorporated into the tube during product manufacturing and is used to ease the delivery of the lens; however, it is non-toxic and known to dissipate over time. Gms has been used as a lubricant in iol insertion instruments for more than 25 years. Therefore, we are confident that this substance would not cause or contribute to any adverse patient effect. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.

Event description:
It was reported that after the implantation of a CT lucia 602 it was noted the lens had scratches and deposits on it. The lens had to be removed and competitor lens was implanted. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided.